Event description:
Customer reported a ruptured midline.

Manufacturer narrative:
On (B)(6) 2023, (B)(6) from rgv piccs contacted his avi sales representative to let him know he had experienced issues with midlines. On (B)(6) 2023, (B)(6) had a phone conversation with the avi clinical field director to discuss the issues. During this call, (B)(6) reported that a midline, which was being used for antibiotics, had ruptured approximately two months prior. The line was replaced, and he did not receive any further calls regarding the patient. He confirmed that the line was hydrated per the provided IFU, but noted that he did not have any documentation to provide dates, lot numbers, or other details. No photos or videos were taken. The device was discarded and therefore not available to be returned to avi for further analysis. A review of manufacturing records is not applicable, as the lot number was not provided. With the limited information provided, avi is unable to conduct further investigation. Root cause cannot be established.